Event description:
It was reported that a vessel dissection occurred. The patient underwent renal denervation, during which a mailman guidewire of unspecified size was used. Following successful treatment of both renal arteries, fluoroscopy revealed a dissection distal to the final sonication of the right renal artery. The dissection was managed with placement of a premounted monorail stent, and the procedure was successfully completed. The patient was observed overnight and discharged the following day without further complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) # and other specific product information.